Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. The pod was discarded, and a new pod was placed.

Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No problems were found that would result in the needle deploying early, though it is unknown exactly when it deployed. The cause of the reported needle mechanism failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.